Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received an inappropriate therapy while using an electrical back massage machine. The patient stopped using the machine. The issue was resolved.